Manufacturer narrative:
The complaint sample was not returned for evaluation. Additional medical information was requested but not received. A review of the lot device history records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optician reported a patient experienced a red eye reaction after inadvertently sleeping in her contact lenses. The patient was seen by an ophthalmologist and later visited a hospital on the same day. The patient received medication (unknown if prescription or over the counter) and remained in the hospital for 3-4 days for observation of the corneal inflammation in the right eye. Additional medical information was requested but not received.